Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -11.00 diopter, implantable collamer lens got caught in the cartridge and was damaged while loading. There was no patient contact. On (B)(6) 2020 a replacement lens was implanted and the problem resolved. Cause of event was reported as unknown.